Event description:
It was reported ongoing intermittent occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer resumed insulin therapy, however after extensive troubleshooting, a replacement pump was sent to the customer to resolve the issue.